Event description:
Caller reported cartridge alarms 30 and 20, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. The customer had no backup insulin therapy available and planned to consult their healthcare provider. Technical support confirmed consecutive cartridge alarms and decided to replace the pump, shipping a new device with updated software. The customer was advised on using the new pump and instructed to return the faulty pump with a pre-paid label.